Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as being unresponsive. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. A critical pump error was noted. Troubleshooting was not completed as the call was disconnected and the caller was not reachable again. It is unknown if the insulin pump will be returned for analysis.